Event description:
It was reported that the patient contacted support describing frequent perceived low blood glucose events while using the ilet and reported pausing the system and pretreating to avoid lows; review of device reports did not show corresponding low events because the patient intervened preemptively and at times announced meals while low. Symptoms included patient-reported hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of available device reports and provision of troubleshooting and education, including guidance to avoid meal announcements during low glucose and to allow the ilet algorithm to operate without unnecessary pauses. Investigation of this case revealed user-managed interventions that likely masked lows on reports and contributed to perceived hypoglycemia risk, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.